Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a rusty drain fitting, cracked tank cover, stripped interlock block, and a leaking block assembly. The investigator subsequently filled the tank with water, attached a temp-check, plugged in the line cord, and turned on the power switch. The customer reported product problem (leaking water) was confirmed during testing. The product problem was attributed to the stripped interlock block. The following components were replaced: drain fitting, cracked tank cover, interlock block, and block assembly. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that the device was leaking water. No patient injury or complications were reported in relation to this event.